Manufacturer narrative:
Pump was returned with catheter was cut off. Visual inspection found kinks on catheter below the end cap. No other issue were found on the rest of the pump. The root cause of positioning issue was most likely due to use issue. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 21-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that upon attempting to re-advance the impella catheter following bypass cannulation, the catheter kinked and could not be repositioned. The pump was subsequently removed as a result of the noted issue. There was no patient harm.